Event description:
It was reported that the screw could not be inserted in the acetabular bone. The surgeon adjusted the direction and angle and redrilled several times with no success. The procedure was able to be completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product identified screw is fractured around the head circumference and fractured piece remains attached. Hex shows nicks, gouges, and deformation from use. Distal threads and taper below head show deformation and witness marks from insertion. No other damage was noted. Device was submitted for further analysis. Analysis determined bone screw sample fractured due to shear overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.